Manufacturer narrative:
Updated block: d10. During laboratory analysis, the product surveillance technician (pst) observed that the flowmeter operated as intended during evaluation. No flow discrepancies were observed. Per supplier's evaluation, there were no issues upon the initial inspection and the device was within tolerance. When the sensor was opened, there was one failure on the absolute pressure wire bond which would have a failure mode of a large percentage of error with flow reading.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Further information was received that the surgical procedure was completed successfully. Per clinical review, during a cardiopulmonary bypass (cpb) procedure on (B)(6) 2019, the electronic patient gas system (epgs) calibrated without issue prior to bypass. The team calibrates the epgs according to the recommendations listed in the heart lung machine (hlm) instructions for use (IFU). During priming, and prior to going on bypass, the perfusionist put his sweep gas at 0.5 liters per minute (l/min). The perfusionist proceeded to go on bypass and set his gas flow appropriate to the patient needs at approximately three to four liters, and the mechanical flow meter was corresponding appropriately with similar denotation. The fraction of inspired oxygen (fio2) reading in the middle of the central control monitor (ccm) was reading 75%, but the perfusionist stated that the patient parameters on the blood parameter monitor (bpm), the venous saturation and arterial saturations levels, were low, and it was as if the patient was receiving only 21% air. Arterial saturation, he recalls, was approximately 65%. He proceeded to inform the surgeon and anesthesiologist, and they appropriately ventilated the patient. The perfusionist proceeded to check all physical connections on the epgs over to his oxygenator, along with his connections on the gas boom. All were appropriately connected. He also troubleshot his forane vaporizer to rule out the possibility of that being the source of the problem. He then proceeded to change the connections on the boom to a different set of connections, and still the same result of less than intended oxygen to the oxygenator and patient. The perfusionist decided to go to a oxygen tank for the remainder of the surgical procedure. According to the available log data, fio2 was set at 21% and flow set to .5 l/min prior to initiation of bypass. Bypass blood flow occurred at 14:13, and gas flow was set to 2.3 l/min at 14:10:33. At approximately 14:21:21 fio2 was set to 100%, and at 14:22:21, fio2 was set to 54%. At 14:23:05 lines were switched to another set of air and oxygen connections. According to the information attained from the perfusionist, the patient was ventilated by anesthesia until he chose to attach the oxygenator directly to an external oxygen (o2) tank. The patient did well. There was no harm or blood loss due to this incident. There was not a delay in the surgical procedure.

Manufacturer narrative:
Per data log analysis, on 26-aug-2019 the gas system is successfully calibrated at 12:27:22 pm. 12:35:53 fio2 set to 21%. 12:39:46 flow set to 0.5 l/min. 14:10:33 flow set to 2.3 l/min. 14:21:56 fio2 set to 100%. 14:22:21 fio2 set to 54%. 14:23:05 o2 gas pressure went to 0 psi. 14:23:19 flow set to 0 l/min. 14:26:33 flow set to 4.04 l/min. 16:02:45 o2 pressure restored. 16:02:50 air pressure dropped to 1 psi. 16:02:56 air pressure restored. 16:03:04 perfusion screen exited. The log does not indicate a problem with the gas system. It does appear the o2 was disconnected from the gas system at 14:23:05.

Manufacturer narrative:
Per the manufacturer's sales representative, the perfusionist was preparing for a case and successfully calibrated the heart-lung machine (hlm). He then did not think the oxygenator was receiving o2 and began troubleshooting. He went to another port on the boom for air and o2. No change so he checked the external flow meter and air was moving through it. He went to o2 tank and conducted the case that way. The field service representative (fsr) could not verify the reported complaint. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the oxygenator seemed to not be receiving oxygen (o2). There was no delay, no blood loss, nor adverse consequences to the patient.